Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited far field oversensing which led to a false atrial tachy response (atr) episode. Technical services (ts) advised on programming options. No adverse patient effects were reported. This device remains in service.